Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate after the cartridge was filled with approximately 300 units. Reportedly, the user reloaded the cartridge and an empty cartridge alarm occurred. The user¿s blood glucose level was 222 mg/dl. Reportedly, the user loaded a new cartridge successfully.